Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 493 mg/dl and the ketone level was severe. The customer felt sick and went to the emergency room (ER). The customer was treated with intravenous fluids and insulin. After 4 hours, the customer left the ER with a bg of 150 mg/dl and the ketone level resolved. The customer was in good condition. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion and indicated that all the supplies on the pump would be changed.